Event description:
Additional information indicated that the infusion life-sustaining. The patient was able to receive remaining infusion volume via a backup pump.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with cracked housing. Functional testing involved powering up the pump and showed that the device passed all testing, no issues were found with the device losing programming. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy pump not in used lost programming. Patient reported being hospitalized due to fluid retention in his legs and found the pump that was not in used lost programming when returned home. It was reported that the patient did not experienced any adverse effects due to pump malfunction. No patient consequences were reported.